Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the patient stated they don't know if their therapy is on or not because they haven't felt much of the "shocking" since maybe a week to 10 days ago. Patient stated they had to turn their therapy off for an MRI and they weren't sure if they got it back on. Agent walked patient through closing out of all running applications and connecting to implant. Patient was able to successfully connect to implant and increase stimulation to a comfortable level at the bicycle seat area. Patient will monitor symptoms. Patient mentioned the ins has been working very well for them and they were happywith it.